Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check te messages) was isolated to multiple broken wires in the electrode belt cable. The root cause for damaged wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.